Event description:
Report received of a charred power cord. The pump was returned to the biomedical department with an unsigned note that stated, "broken pendant connector." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not avialable. During testing at the user facility, it was noted that the power cord was frayed and charred near the stain relief. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.